Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out procedure, electrocautery was used and the pulse generator exhibited loss of output. The patient was asystolic. The device was explanted and replaced. No electrical anomalies were observed. The patient was in stable condition post operation.